Event description:
It was reported during the patient's permanent procedure to implant his scs system, high impedances were observed. Troubleshooting did not resolve the issue. The physician removed the lead and a new lead was used to complete the procedure. The procedure was reportedly extended by 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.